Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch MFR's report #: 1222780-2013-00006. Following several cavity integrity assessment (cia) tests with 2 disposable devices during a novasure endometrial ablation the physician did a hysteroscopy and noted a perforation "at the left cornua of the fundus." The novasure procedure was aborted. No treatment was needed and the pt was discharged home. On (B)(6) 2012, it was reported that the pt is "doing fine." A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The devices have not yet been returned; therefore, a failure analysis of the complaint devices cannot be completed. If the devices are returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm of a possible perforation prior to treatment. (B)(4).